Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was stiffer than usual, which prevented it from fitting well within the statlock. The complainant alleged that the urine would not drain until the catheter was taken out of the statlock device.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter was stiffer than usual, which prevented it from fitting well within the statlock. The complainant alleged that the urine would not drain until the catheter was taken out of the statlock device.